Manufacturer narrative:
(B)(4). Concomitant medical products: architect c4000 analyzer, list # 2p24-40, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the biorad controls were too low when clinical chemistry albumin bcg reagent lot 80051hw00 was in use. The customer also wanted to know the difference between the albumin bcg and albumin bcp assays. There was no impact to patient management.